Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-30057 - device 1 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula remained in body when the infusion set was removed on (B)(6)2024. The site where infusion set was inserted is abdomen. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.